Event description:
The customer reported, the device did not open after sealing. No patient injury occurred.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.